Event description:
It was reported that pump displayed malfunction message 199 in tandem source, and technical support informed caller this indicated pump malfunction with code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned, which caller acknowledged and understood.